Event description:
Philips received a complaint from a manufacturer's product support engineer (pse), reporting the v60 ventilator power cord demonstrated poor resistance in electrical testing. The device was not in clinical use. There was no report of harm. The pse reported the power cord function failed to meet the manufacturer's specifications. Therefore, the component requires replacement to return the device to full functionality. A price proposal was provided to the customer for repair approval.

Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6).reporter phone #: (B)(6).

Manufacturer narrative:
H10: the product support engineer (pse) proceeded with part replacement after customer approval. The power cord was replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.